Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing low blood glucose that the sensor does not detect. Customer stated that blood glucose was 51 mg/dl and the sensor was showing 83 or 87 mg/dl. Customer stated that the morning of the call, that the sensor read low glucose but his blood glucose was 350 mg/dl; he treated with the insulin pump. Current sensor glucose was 56 mg/dl while blood glucose level was 47 mg/dl; he suspended the insulin pump and treated with candy. Customer declined to stay in line for assistance and stated he would call back.